Event description:
It was reported that an undefined fill tubing issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, chose to continue monitoring tubing fill amounts, and planned to contact. The customer declined to provide further information.